Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.

Event description:
The pt had a 2.5x13mm cypher stent implanted in 2004. Four days post index procedure the pt was hospitalized for blood clots. The pt was given nitro and lovenox. The pt also indicated that she experienced a stroke and vomiting approx a yr and two mos post index procedure. The pt stated that she has chest pain 4 to 5 times a week in the morning. She takes nitroglycerin to relieve the chest pain. The pt's post procedure medications include coumadin and plavix.